Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/25/2025, the user reported receiving alert 38 (motor stall) during meal delivery. Troubleshooting showed no issues with insulin delivery; the infusion site appeared dry, tubing was properly connected, and insulin drops were observed during the fill tubing step. No additional alerts occurred. The user confirmed they had been attaching the cartridge to the connector before inserting it into the pump. The agent reviewed the correct order of operations and recommended performing a complete supply change and monitoring for further alerts. The user completed the supply change without assistance. Patient's blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.